Event description:
During implant procedure, the set screw had fallen out and the lead could not be connected to the device. A new device was successfully implanted and the patient was in stable condition.

Manufacturer narrative:
Pacer was received in normal working condition. Electrical and mechanical tests indicated normal pacer functionality. Testing was performed on the device header, and the setscrews able to be tightened securely onto the connectors when hex wrench is correctly inserted. There were no device anomalies found. The torque wrench was also returned with the atrial setscrew stuck on its tip. Analysis found the atrial setscrew inset was stripped and damaged by the torque wrench being incorrectly inserted by the user, resulting the setscrew being stuck on the torque wrench tip. No anomalies were found with the device to cause the problem of tightening the setscrew.